Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2010, dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing during high rate episodes was observed on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.